Event description:
On (B)(6) 2022, hologic field application specialist (fas) called the customer to follow up on a complaint about possible contamination when testing with sars-cov-2 assay (asars). Fas stated that the customer had an issue with a possible contaminated asars tma kit that happed at the beginning of june. The case was closed, but the customer decided to go through all their worklists from the past few months and they found another possibly contaminated asars kit that seemed to have had issues. The customer emphasize that they are very concerned that there is an issue with the asars tma lot used or a hardware issue. The customer also mentioned that they are concerned that false results may have been reported out. Upon further investigation, the customer determined that there were other runs that had a higher-than-normal positivity rate with some samples having low rlu values. The customer uploaded logs for hologic to review. On (B)(6) 2022 the customer called ts to report continued issues with the aptima sars-cov-2 assay lot: 317818 as they were experiencing low positive results. The customer reported testing 2 samples from worklist (B)(4) resulted positive for the asars assay with low rlus, but were re-tested negative on a different panther instrument. No product impact is known to date. The complaint relates to a contamination event where there was a contamination with one customer kit.

Manufacturer narrative:
Other.